Manufacturer narrative:
The cobas c502 module serial number was(B)(6). The qc was last processed on 26-aug-2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' serum/plasma samples tested with gluc hk gen.3 (gluc3) assay on a cobas 8000 cobas c502 module. Sample 1 (patient 1): initial result: 39.3 mg/dl. Repeat result: 83.1 mg/dl. Sample 2 (patient 2): initial result: 34.2 mg/dl. Repeat result: 87.5 mg/dl. No questionable results were reported outside the laboratory as they were outside the normal range. The samples were then repeated. The repeat results were reported to the patients as they matched the patient's clinical history.

Manufacturer narrative:
Sections a3a, d1, d2a, d2b, d4, g1, and g4 were updated. Qc trace showed that no qc was performed on the day of the event and that the qc exceeded the range on 28-aug-2024. Calibration showed several alarms on 16-aug-2024 and 28-aug-2024. The field service engineer found that the gear pump had a pressure imbalance and the volume of the washing station was misadjusted. He adjusted the gear pump pressure and the volume of the washing station. He also changed the seals of the syringes. Calibration, qc, and sample testing were performed and they were all acceptable. The service actions (adjusting the gear pump pressure and the volume of the washing station and changing the seals of the syringes) resolved the issue. No further issues were reported afterward. The root cause of the event was consistent with the pressure imbalance in the gear pump resulting in an insufficient washing of the sample probe.